Manufacturer narrative:
The device was returned to zoll medical (B)(4). The malfunction was observed during incoming testing; however, extensive testing was not able to duplicate the customer's report. The bridge board was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 196" message. Complainant indicated that there was no pt involvement in the reported malfunction.